Event description:
This lead was implanted on (B)(6) 2005 and explanted on (B)(6) 2011 due to a product performance issue. No other information is available at this time. (B)(6) the physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).